Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record was conducted for the reported product code/lot number combination with no relevant findings. There have been no previous reports for this product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was a slow leak in the tr band and the patient developed an hematoma. Blood loss was reported to be less than 250cc. It was reported that the patient is fine and was discharged the following day. Additional information was received on 8/22/17. The patient's hand was swollen and developed a hematoma. There was nothing reported about the air leak in the tr band.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes and completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.